Manufacturer narrative:
Work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 12.1mm vicmo12.1 implantable collamer lens of -8.5 diopter was implanted into the patient's right eye (od) on (B)(6) 2023. The lens was intraoperatively implanted, removed, and replaced for a longer length lens due to the initial lens tear/break during injection/delivery into the eye and lens stuck in cartridge or injection system . There was patient contact, but no patient injury. The problem was resolved. Cause is reported as unknown. Status of the eye is reported as, "good."